Manufacturer narrative:
Additional reporter phone#:(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that 1 bd plastipak¿ luer-lok¿ syringe without needle had a damaged plunger rod. The following information was provided by the initial reporter, translated from portuguese. ¿deformed plunger."

Event description:
It was reported that 1 bd plastipak¿ luer-lok¿ syringe without needle had a damaged plunger rod. The following information was provided by the initial reporter, translated from portuguese. ¿deformed plunger."

Manufacturer narrative:
H6: investigation summary photo received for investigation. Upon visual inspection, jammed stopper can be seen. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with the stopper assembly failure. H3 other text : see h10.